Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left side capsular contracture, baker grade iii.

Manufacturer narrative:
Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2020-00995. All available information has been consolidated into this report.

Event description:
Report of "open wound" is not device related.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease flat, a deformation and a cloudy color in the gel. After autoclave cycle voids in the gel were observed. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, corrected, and/or changed data: b.5, d.10, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of extrusion and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are extrusion and wound dehiscence.

Event description:
Healthcare professional reported left side "extruding and open wound." Treatment occurred. Device remains implanted.